Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) due to device beeping. Device interrogation showed high impedance on both high voltage coils of the right ventricular (rv) lead. It was noted there was a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.